Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. Contact reported a blood glucose level of 190 (mg/dl) and delivered a correction bolus with the pump to stabilize bg level. While troubleshooting with tandem technical support, contact filled cartridge with additional insulin and reloaded the cartridge. Contact was able to complete load process and resume insulin.